Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. In addition, there appeared to be oversensing of r-waves. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.